Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B)(6) for the suspect device used in system 2.

Event description:
Reporter alleged obtaining the results of hi (greater than 600 mg/dl) and 409 mg/dl on aviva system 1 compared back to back with the results of 158 mg/dl and 153 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated that she had ice cream sometime after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.